Manufacturer narrative:
Product complaint # (B)(4). If it is reported that the device will not be returned as it is not available: additional information was requested, and the following was obtained: what is the procedure date? (B)(6) 2020. What date did the reaction occur on? (B)(6) 2021. Please describe how the adhesive was applied. In flexion; incision area wiped with sterile water and dried with lap. Mesh applied, then single layer of dermabond. Held in flexion and drapes taken off to ensure full polymerization/dry. What prep was used prior to, during or after prineo use? Chlorhexidine prep before incision was a dressing placed over the incision? If so, what type of cover dressing used? Prineo + dry abd dressing and ace wrap is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? N is the patient hypersensitive to pressure sensitive adhesives? N. Were any patch or sensitivity tests performed? N. Patient demographics: initials / ID, gender, age or date of birth; bmi male, (B)(6) years of age, bmi 34 (5'10" (B)(6)). Patient pre-existing medical conditions (ie. Allergies, history of reactions) n/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) prineo on previous tka (B)(6) 2020 with no rxn. Can you identify the lot number of the product that was used? N/a. What is the current status of the patient? 2 week post-op visit-patient is doing well. Prineo was removed and hypersensitivity reaction has responded to the prescribed medrol pack.

Event description:
It was reported a patient underwent a total knee arthroscopy on (B)(6) 2020 and topical skin adhesive with mesh was used. Post operatively, the patient had a reaction. The area around the incision was red and inflamed. Medrol pack was prescribed. Lot number not available. Additional information was requested.